Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit diodes/display for co2 bottle was almost not visible. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, d9, e2, e3, g2, h3, h4, and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the reported malfunction, and surmised that the lighting failure was caused by a faulty front panel light-emitting diode. Olympus did find an additional potential adverse event, that gas leaked from the cylinder hose, which was likely due to a faulty forceps elevator connector unit. Olympus will continue to monitor field performance for this device.